Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle pulled off of the suture very easily. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Test results (visual inspection and needle pull) of one sterile sample meet requirements.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.